Event description:
Vegetation was seen on the patient's mitral and tricuspid valves, as well as on the defibrillator lead. The heart failure physicians as well as the electrophysiologist decided that extracting the patient's defibrillator lead and defibrillator was the best course of action. The lead was extracted with no complications. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).